Event description:
On (B)(6) 2012 pt reported the check key on the infusion device was not functioning. Pt stated he discovered the check key wasn't working when attempting to confirm an error message. Pt reported he never had issues with the check button prior to receiving the e8 (power interrupt) error message. Pt stated the failure was constant. Pt reported the button stopped working today and will not work even if it is pressed hard. Pt stated the button does not make an audible sound when pressed. Had pt change the battery and battery cover; was still unable to confirm the error message. On (B)(6) 2012 pt reported the buttons were not flatter than normal. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.